Event description:
During a prolapsectomy the device was fired. The stapler was opened 1/2 revolution, but it could not be removed. The stapler cut only about 3/4 of the circumference and applied malformed staples in about 1/2 of the circumference. The procedure was changed from a stapled prolapsectomy to a sutured prolapsectomy. The cut was also extended. Or time was extended by one and a half hour. Hospital stay was extended by three days. There was no further consequence to the pt reported.